Event description:
When physician was performing a laparoscopic cholecystectomy and attempting to put the gallbladder into the endo pouch, the bag separated from the ring prior to getting the entire gallblader in the bag. A second endopouch was opened and the same thing happened again. Both pouches had the same lot number.